Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was repaired. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the physician noted an small crack in the insulation on this lead. The lead was repaired with lead repair kit and remains implanted.